Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-05620. It was reported following an implant procedure on (B)(6) 2022 the patient had increased pain in his back and a large bruise at the lead site. Patient was brought back to the operating room where a washout and evacuation of a hematoma was done to address the issue.

Manufacturer narrative:
It was reported following an implant procedure the patient had increased pain in his back and a large bruise at the lead site. Patient was brought back to the operating room where a washout and evacuation of a hematoma was done to address the issue. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.